Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.0-3.0. Lab comparisons all done within an hr of meter results. Pt self tester says she always compares the meter with quest lab and the difference is usually 0.2 from the lab. Hematocrit=38.1.

Manufacturer narrative:
Pending.